Manufacturer narrative:
This report is submitted on 05 june 2020.

Event description:
Per the clinic, the patient experienced drainage around abutment site; subsequently the patient underwent revision surgery to debride the area and was treated with oral antibiotics and a topical steroid.